Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 989mcg/day via an implantable pump. The patient¿s medical history included intractable spasticity. The healthcare provider reported the following alerts: motor stall, stall greater than 48 hours. No audible alarms have been heard by patient or hcp. The environmental, external or patient factors that may have led or contributed to the issue was the patient had MRI timed precisely with the start of the stall alarm. The diagnostics and troubleshooting performed was they checked the logs all systems normal now. The pump was refilled per normal, no other issues. Telemetry mode resolved. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.